Event description:
Boston scientific received information that this transvenous atrial pacing lead had dislodged. The helix could not be extended or retracted due to tissue in the helix. The lead was explanted and replaced with another lead of the same model.